Manufacturer narrative:
Av disruption is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. Av disruption is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. Av disruption is typically related to the procedure and/or friable tissue. In this case, the root cause of this event was determined to be due to procedural related factors. The subject device is not available for evaluation as it was discarded. There was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 29mm 6900tfx mitral valve was explanted due to bleeding and av dissociation shortly after implant. The explanted valve was replaced with a 25mm 6900tfx mitral valve. The implantation data card indicated that the patient had expired. Per medical records, the 29mm 6900ptfx mitral valve was explanted due to cardiac tamponade and unstable hemodynamics a few hours post the initial implant. There was bleeding of the myocardium below the left appendage clip, which was repaired. The patient was decannulated in the or. There was continued bleeding, so bypass was re-established. The 29mm mitral valve was explanted; there was a successful patch repair of the posterior mitral annulus and an implant of a 25mm 6900ptfx. The patient was weaned off of bypass and decannulated. Hemodynamics became unstable, despite blood products and pressor support. There was continued bleeding into the pericardial space. Biventricular dysfunction was followed by pulseless electrical activity and then asystole. The patient expired on the table from progressive bleeding with coagulopathy, pulmonary edema and cardiogenic shock. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.